Event description:
It was reported that during the deployment of an embolization coil, the coil did not detach. Upon withdraw, the coil detached partially within the microcatheter and the aneurysm. A stent was placed to tack the coil in place. The patient was reported to be fine following the procedure. No harm was reported.

Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint cannot be determined.